Event description:
It was reported that the patient experienced immediated, severe pain when she inserted contact lens. The lens was removed, cleaned, and reinserted into her eye. The patient removed the lens and was examined by the eye care professional. The eye had complete staining. The patient was examined by an ophthalmologist and diagnosed with toxic keratitis with complete staining of the cornea. Additional information received from the patient, she experienced burning pain in her right eye. The patient states that she was diagnosed with keratitis and given a prescription for antibiotics by the ophthalmologist. The patient stated that she did not use the antibiotic prescription per her eye care professional's recommendation. She has pending follow-up appointment scheduled. She stated that she is currently wearing glasses with some compromise in her right eye vision with no discomfort unless the eye is closed. Additional information received from the eye care professional states that the patient still has a "spot" that he is monitoring. The patient has a scheduled follow-up appointment. The keratitis was found to be chemical, and therefore not infectious.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).